Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: entrapment of device, requiring medical intervention to prevent permanent impairment or injury. Device issue: entrapment. It was reported that the mini vision stent delivery system (sds) was advanced to the lesion in the proximal part of the circumflex artery, but the stent could not cross. The sds was removed from the patient and pre-dilation was done with a balloon catheter. Several attempts were made to cross the lesion with the stent, but were unsuccessful and some stent struts became damaged. Then, an attempt was made to remove the sds, but it could not be pulled back into the guiding catheter. The guiding catheter and sds were both pulled back to the sheath and a biopsy device was used as an aid to remove the stent and prevent the possibility of stent dislodgement. No additional event or patient information is available.